Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms/code 204) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition test. Upon evaluation, a pulse wire was open inside the trunk cable. The cause of the gong alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and code 204.